Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the company that he drop shipped several chairs to, just took the chair out of the box and discovered that the chair is bent.